Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and verified the reported issue. Physio observed that one of the device's had a broken retaining clip, which can result in the battery coming loose and the device unexpectedly losing power. Physio replaced the device's battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it on a patient. There were no reports of any adverse effects to the patient as a result of the reported issue.